Manufacturer narrative:
Facility e-mail address provided by reporter. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the surgeon was performing a removal procedure of a variable angle locking compression plate (va-lcp) medial distal tibia plate on (B)(6) 2015. The original procedure as an internal fixation of left tibia (va-lcp medial distal tibia plate) and fibular (1/3 tubular plate) on (B)(6) 2014. It was a planned removal surgery after the bone had healed; the patient had requested the implants be removed. Both plates were removed easily. When the surgeon was removing the distal screws (va locking screw stardrive diameter 2.7) two (2) of five (5) screw heads detached/broke from the shaft. The surgeon was able to remove the shafts using a hollow reamer and pliers. It was reported there was a thirty (30) minute delay to surgery time. This is report 2 of 2 for (B)(4).